Event description:
It was reported by the patient that while getting into in the car, the patient has heard on three separate occasions a "constant" "very low" "humming" tone coming from the device. The patient said the tone lasted approximately fifteen seconds and when the patient "tap[s] it, it stops." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.